Event description:
It was reported that post-paced t wave oversensing was observed on the device. Device reprogramming was recommended and was anticipated to resolve the event. The patient was stable and there were no adverse consequences.